Event description:
It was reported that a dissection occurred following implantation of an endeavor sprint otw drug-eluting stent. An additional stent was used to treat the dissection. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection).